Event description:
The facility representative reported a colleague infusion pump with an 810:10 failure code. The event was reported to have occurred during delivery in "sterile processing"; which may have interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: further review by quality engineering determined that failure code 810:10 is not listed in the event history log, however, the event history log did identify failure code 810:11. Therefore, the quality engineer has confirmed failure code 810:11 as the as determined problem code. The assignable cause of failure code 810:11 was a defective pump head module. The pump head module was replaced to correct the reported condition. The user software version is 6.13.90.